Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) -year-old female patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling and full functionality stress testing with a good known ECG cable and multi-function cable on simulator.without duplicating the report. The multi-function cable receptacle was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. The multi-function cable used at the time of the event was not returned for evaluuation. Analysis for reports of this type has not identified an increase in trend.